Manufacturer narrative:
Evaluation: conclusions - merit medical has discovered that certain fluid administration sets were assembled with mixed lots of filtered and non-filtered drip chambers. This presents a risk to end users requiring filtration of fluids for intravascular infusion. Please note that there have been no adverse events reported that are associated with this recall.

Event description:
This is to inform you that merit medical systems, inc. Is voluntarily recalling specific lots of fluid administration sets (fas) manufactured by merit medical systems, inc. Please note that there have been no adverse events reported that are associated with this recall.